Event description:
It was reported the patient experienced ineffective and unintended stimulation. The patient also stated of experiencing falling multiple times a day. X-rays taken were not compared since xrays were not taken at the time of implant . Follow up identified the patient underwent successful retrial to address the issue. Surgical intervention will be taken at a later date to implant.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 where an existing lead was disconnected (not explanted) and an additional scs lead was implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.